Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a severely bent grip tip on (B)(4). When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi reviewed the site¿s complaint history, which revealed patient identifier (B)(6) is a related record (same instrument on a different procedure with the same issue).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was defective and would not work (would not clip). This issue happened in an earlier case and the surgeon wanted to verify if the issue would happen again after sterilization and the issue persisted. No injury was afflicted, and no tissue was grasped. The surgery went well, and a back-up instrument was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) on and obtained the following additional information: the instrument was used in two procedures as mentioned (B)(6). It happened while the surgeon attempted to clamp on a vessel. The issue was related to clip opening after closure. The surgeon has done successful closure on the vessel; however, the instrument was unable to release the clip after closure. The surgeon used a grasper to remove the instrument's tip from the clip. The surgeon attempted again, and the same issue occurred. The surgeon ceased using the instrument in the case. The staff suspected it might be due to sterilization and attempted to use it again in another case. However, the same scenario happened, so they stopped using the instrument completely and replaced it with a backup. No clips fell into the surgical site as the clip closure was successful. No injuries were reported, and the patients were discharged. The used clips were the recommended ones, green weck hem-o-lok medium-large polymer clips. The vessel was not greater than the specified diameter for the medium-large clip applier instrument. No images or patient demographics were available.